Event description:
It was reported that the bd vacutainer® sst¿ ii advance plus blood collection tube experienced blood pooling in the stopper well during use. The following information was provided by the initial reporter: blood pooling in sstii 2,5 ml 366882 with lot 9128593. During a blood collection in the hospital, blood pooling was noticed in the sstii 2,5 ml tube 366882 with lot number 91285593. This blood droplet came loose from the stopper which causes the risk of blood contact.

Manufacturer narrative:
H.6 investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for blood pooling with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® sst¿ ii advance plus blood collection tube experienced blood pooling in the stopper well during use. The following information was provided by the initial reporter: blood pooling in sstii 2,5 ml 366882 with lot 9128593. During a blood collection in the hospital, blood pooling was noticed in the sstii 2,5 ml tube 366882 with lot number 91285593. This blood droplet came loose from the stopper which causes the risk of blood contact.